Manufacturer narrative:
(B)(4).

Event description:
It as reported that the left ventricular lead dislodged, the lead could not be flushed for repositioning. The lead was explanted and replaced successfully. The patient was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.